Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left total hip revision...diagnosis: left hip recurrent dislocation (of the head out of the liner)." Spoke to rep, who provided usage for the primary and subsequent revisions. A femoral head implanted (B)(6) 2019 (revision reported) and liner implanted (B)(6) 2017 were revised to a femoral head with mdm metal liner and mdm x3 insert. Rep confirmed that no further information will be released by the hospital or surgeon.